Event description:
On attempt of IV catheter start in the foot, noted stylet in the hub of a 24 guage angicath to be bent. Attempt to start IV abandoned. IV start successful on next attempt with a new angiocath by the same manufacturer. Angiocath and packaging has been retained in the risk management officedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.